Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vacuum was not working properly during a procedure. The phaco tip then the phaco handpiece were replaced. The issue was resolved when the cassette pak was replaced . The procedure was completed with no harm to the patient. The sample was not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, lot history and device history record reviews wee not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established. The manufacturer internal reference number is: (B)(4).